Event description:
It was reported that in a spider tenet the upper most arm is very stiff. No patient injury reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a cracked enclosure was observed. A functional evaluation revealed stiff operation of the hinge joint. The joint was disassembled and it was discovered that the hinge joint retainer was warped which caused extra friction within the joint. The complaint was confirmed and the root cause has been associated with a warped hinge joint retainer. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.